Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed by henke service record according to henke: scope evaluated as a level 3. Tip damage, broken lens in system, fiber damage, distal coverglass scratched/residue, missing paint probably root cause for this failure is: the complaint for ¿wet scope¿ has not been confirmed. Scope shows signs of customer use and handling. The device manufacture date is not known. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foggy image.